Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Event description:
It was further reported that within the surgery the patient was revised of the fossa components and fossa screws. These components were infected and the screws were noted as moving. The other components were left implanted with no issues noted at the time of the surgery.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00340, 0001032347-2021-00341. Medical products: unknown mandible screws, part# ni, lot# ni. Unknown fossa screws, part# ni, lot# ni. Report source¿ (B)(6).

Event description:
It was reported that a patient underwent a removal of temporomandibular joint implants on the left side eight (8) weeks following implantation due to infection and perforation of the ear canal. Upon implantation, bleeding was seen in the left ear toward the end of the operation. The implanting surgeon said the wound would be treated by colleagues in the ent department. It was reported that no further information is available.